Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient for suturing". The patient's current condition is reported as "unknown".

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4). The reported complaint of misfire/jamming - staples not firing was confirmed based upon the sample received. The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon initial visual examination of the returned sample, it appeared that the staples appeared properly aligned. The stapler was returned with 37 staples remaining in the cover block. The trigger was not returned engaged. No clear evidence of use in the form of biological material was present on the device. Upon functional inspection, during one firing attempt, two staples were simultaneously released. These two staples were observed to be interlocked, indicating misalignment of the staples. The rest of the staples fired correctly. The sample was disassembled. Die casting anomalies were observed on the forming tool. No other defects or anomalies were observed. The source of the staple misalignment could not be conclusively determined. The IFU states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." A device history record review was performed, and no relevant findings were identified. Further investigation has been initiated under teleflex's quality sys tem by the manufacturing site to evaluate this issue. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported "the hcp failed to fire the skin stapler during use on patient for suturing". The patient's current condition is reported as "unknown".